Event description:
On january 12th, 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a high bg reading of 269 mg/dl from her dario meter compared to a bg reading of 85 mg/dl from her non-dario meter.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for more than two months, and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". A replacement of dario's strips and control solution was sent to the user to make sure that the dario meter and dario strips are reading correctly. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.